Event description:
I have submitted my philips dreamstation (CPAP) replacement request with the philips corporation 3mo ago - and still have not received any further information from them about when my CPAP machine will be replaced. Can the FDA help apply additional pressure to philips? There are many of us that could potentially be impacted by the health risks associated with their product. My replacement/recall confirmation # (with philips): 2023100201863620 thanks for any/all help here that you can give us as consumers - who rely on the FDA to fight for our rights & health. (B)(6) email: (B)(6).